Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. The needle was returned detached from the suture. The suture was unbroken and still wound in the retainer. Microscopic inspection of the needle revealed normal crimp and swage marks. Unfortunately, as no sealed samples were returned, a needle attachment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a secondary condition of needle detached that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the thread broke, they replaced the suture to complete the case.